Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure the cinch failed to deploy. The physician manually deployed the cinch. The procedure was completed with the original device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Block h1: correction block b1, b2 , and h1 corrected. It should be a serious injury report. Device evaluation block h11 the suturing cinch was not returned for evaluation, and no media was available for analysis. The reported event of cinch failure to deploy could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure the cinch failed to deploy. The physician manually deployed the cinch. The procedure was completed with the original device. There was no patient complications reported as a result of this event.